Manufacturer narrative:
A zoll field service engineer (fse) visited the customer site to evaluate the reported issue. The oscillator was inspected, and troubleshooting was performed and the power supply voltages were verified and found to be within specification. A patient circuit calibration was then performed using the same patient circuit that was in use when the issue was reported and it was noted that the oscillator was unable to maintain pressure. Further inspection identified a kink in the patient circuit, which prevented the system from maintaining the required patient pressure; the fse installed a known-good patient circuit and successfully completed the patient circuit calibration. The customer then provided a new patient circuit, which also successfully passed both the patient circuit calibration and ventilation performance check. As a result, it was determined that the reported issue was caused by a kinked patient circuit rather than a malfunction of the oscillator. Some information was not provided and is unknown; therefore, a complete UDI cannot be provided.

Event description:
It was reported that during use on a patient, the device stopped oscillating. No patient harm was reported.